Event description:
It was reported from (B)(6) by medical staff that a patient was found expired in his apartment. It was stated that the center will not have more information and the family does not want a further investigation. No additional information was provided.

Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(6) 2015: power consumption below normal operating range; data thru (B)(6) 2015- 10 low flow alarms have been logged since (B)(6) 2015. The current low flow alarm limit is set to 2.2 lpm. 3 high watt alarms were logged on (B)(6) 2015. The high watt alarm limit is currently set to 9.0 w. Starting (B)(6) 2015 a decrease in power consumption to current device parameters outside of normal operation. Serious and life threatening adverse events, including death and worsening heart failure have been associated with use of this device as outlined in the instructions for use (IFU). Device will not be returned